Event description:
Hamilton medical ag received the following incident description: air oxygen supply failed and tf5507 was coming.

Manufacturer narrative:
False positive tf5507 due to a defective sensor board. Partner service engineer cross checked with the sensor board and the problem is resolved with the sensor board.